Event description:
It was reported that approximately 15 minutes into a da vinci s hysterectomy procedure, a burning smell was noticed. The surgical staff changed the monopolar cord and electrosurgical unit (esu), however, the burning smell persisted. At this time, the surgeon noticed debris had been removed from the mcs instrument shaft. The mcs instrument was removed and a hole burned through the shaft was discovered. The surgeon irrigated and suctioned the pt's affected area to remove debris. The planned procedure was completed with a replacement mcs instrument and no add'l pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusion - the monopolar curved scissors (mcs) instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If add'l info is received, a follow-up MDR will be submitted.